Manufacturer narrative:
(B)(4). (B)(6). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.50x15mm xience xpedition referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the patient was admitted with a non-st elevation myocardial infarction on (B)(4) 2015. The 3.5x15 xience xpedition stent was implanted in the proximal right coronary artery (rca) and the 3.0x18 xience xpedition stent was implanted in the distal rca. On (B)(4) 2015, the patient had chest pain and the electrocardiogram showed the patient was having an st elevation myocardial infarction (stemi). Coronary angiogram showed that the proximal stent placed in the rca was completely blocked with thrombus; timi flow 0 and the distal stent in the rca was restenosed at 30%. Revascularization was performed with two drug eluting stents in the proximal stent only and the condition resolved. On (B)(4) 2015, the patient had another stemi. The proximal stents were occluded and the distal stent had an 80% restenosis. Thrombectomy was performed and the lesions were treated with drug eluting balloons. A platelet aggregation inhibitor was administered during the (B)(4) 2015 procedure and reopro was administered post procedure. The condition resolved on (B)(4) 2015 and the patient was discharged on (B)(4) 2015. The study site is investigating the repeated episodes of thrombus that may be due to the patient's platelet function. No additional information was provided.